Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. There was no harm or injury reported. The device's oxygen blending module needs to be replaced to address the issue.

Manufacturer narrative:
On previously submitted report, during a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. There was no harm or injury reported. The device's oxygen blending module needs to be replaced to address the issue. Since the lease term of the device will end in april 2025, the repair was canceled, and the device will be scrapped after the leasing up processing. The faulty oxygen blender board will be removed from the device and will be returned to the us.